Event description:
Reportable based on analysis completed on (B)(4) 2012. It was reported that during a cryoplasty procedure, the check catheter error light came on. The target lesion was located in left anterior tibial artery. This polar cath .014 2.5mm x 150mm x150mm was selected; however, during the middle of the cycle the inflation unit started blinking and the check catheter light came on. The user unplugged and replugged the device back in and the same issue occurred. This device was replaced with another inflation unit and in the middle of the cycle the same issue occurred. The procedure was completed with a difference device. No patient complications were reported and the patient's status is fine. However, returned device analysis reveled a pinhole on the inner and outer surface of the balloon.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4) . Device evaluated by manufacturer: an examination of the returned device revealed that there were kinks located about 393mm, 446mm, 850mm from the manifold strain relief ant at the proximal balloon junction section of the shaft. The catheter was threaded with a guide wire with any issue noted. The catheter was connected to an associated inflation unit set to run functional tests. The inflation unit passes through the self-test phase and goes to the ready state. The start button is pressed and bubbles are seen coming out of the outer balloon. The ablation unit aborts that procedure and goes into check cath light mode. It records a 8c vacuum pressure >13 psi error code. The inflation unit is reset. While drawing the vacuum from the catheter, water is come out of the stop cock. A small pin hole is found on the surface of the outer balloon. It is about 89mm from the distal end. The radiopaque cloth and inner balloon are punctured as well. The guide wire lumen is intact. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications the most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).